Manufacturer narrative:
(B)(4). Actual sample was returned for evaluation. Visual inspection was performed and no defects were observed. The suture was not returned for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Representative samples were returned for evaluation. Visual and functional inspections were performed and the samples met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent mitral valve replacement surgery on (B)(6) 2015 and suture was used. During the procedure, it was noticed that the needle was missing when the suture was placed in the suture-holder and about to start suturing. The needle was found by x-ray in the right lower lobe and a partial resection of the right lower lobe was performed. Additional information has been requested.